Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter and patient report screen is very dim for the last month and has faded gradually. The patient can only read the screen in a dark room, and cannot read it outside or in the house. Patient states contrast up to 10, has removed lens film and screen, but issue continues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/02/2013 with the following findings: during testing, the pump display screen was dim and discolored. When replaced with a test display, the screen functioned properly.